Manufacturer narrative:
This MDR is being filed beyond the 30 day reporting timeline.

Event description:
It was reported that the ventilator inop led/audible alarm does not activate. It is unknown if the ventilator was connected to a patient when the reported problem occurred.